Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink solution administration set separated from the drip chamber. This issue was further described as, ¿the filling chamber was detached from the hose¿. This issue was observed during setup/preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. An unaided eye visual inspection was performed, and it was confirmed that the drip chamber was disconnected from the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.